Event description:
I had a total knee replacement done with the attune and stryker parts and I am having consistent excruciating pain, instability, swelling, stiffening, and popping. At every appointment I informed my doctor of the issues, but he said it was normal and should get better within the year. I saw him one last time in (B)(6) 2016 and told him of the same issues with persistent buckling of the knee. He told me the same thing. I saw my rheumatologist who said I needed a second opinion which I did in (B)(6) 2016. Dr. (B)(6) said the problem is that I need a revision due to mechanical complication of internal orthopedic device, implant or graft sequela. I am now afraid to have the revision or any other replacement due to the failure rate of one year. I need to have a shoulder replaced and what parts are they going to use so of course I am skeptical. I don't know what to do now.